Manufacturer narrative:
Trackwise ID (B)(4). Trend analysis: the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: communication/interviews were performed to obtain all possible information. Device not returned: despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported through doc matter that the vasoview hemopro 2 used for an endoscopic vein harvesting procedure had active bleeding, vessel that did not cauterize .